Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample/s evaluation: the DHR of batch 22l01ged8r was reviewed. The affected batch was hold back at final control due to leaking at big bottom cap prior flowrate test. The holdback batch was reworked where the tubings were removed and replaced with new tubes. After rework process, the batch was tested as per in-process specification. The batch was released passed all test, which including flow rate test. The rework does not cause any adverse impact to the product. Nevertheless, an approved project has been initiated to address step down tube - triangle tube leakage issue. Upon the root causes were identified, mitigation actions have been implemented to address the issue. The major contributors to the defect have been immediately rectified after the root causes were identified. The flow rate report of affected batch 22l01ged8r was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between -5.05% and 0.57%. Received 1 used and filled easypump ii lt 100-50-s-EU/sa. As received condition, the clamp clip of received sample was clamped, and red closing cone was connected to the patient connector. In addition, the packaging which store the complaint sample was found wet upon receival in bmi. Visual inspection had done throughout the received sample. No abnormality was observed. The sample was then decontaminated. Red solution was filled into the received sample to for further investigation. The sample was unclamped and leftover for 50 hours. Leaking was observed at the step down tube - triangle tube connection on the received sample. An approved project has been initiated to address step down tube - triangle tube leakage issue. The leaking of step down tube and triangle tube connection were replaced with new step down tube and triangle tube and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was -7.97%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. Since the received sample was within the specification ±15% deviation from nominal flow rate after the leaking step down tube and triangle tube connection was replaced, hence the fast flow as per customer description was due to leaking step down tube and triangle tube connection. Summary of root cause analysis: leaking was observed at step down tube and triangle tube connection of received sample. The received sample was within the specification ±15% deviation from nominal flow rate after the leaking step down tube and triangle tube connection was replaced. Since fast flow as per customer description was due to leaking step down tube and triangle tube connection, we considered this complaint as confirmed. An approved projectg has been initiated to address step down tube - triangle tube leakage issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "pump fast flow" according to the customer: fast flow.